Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ (B)(4). This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2017-00524 / 00525 / 00526 / 00527 / 00528).

Event description:
Patient has reported inadequate range of motion in the right operative shoulder approximately three months post-implantation as well as pain, instability, immobility, tenderness and impingement which have been ongoing since 6 weeks post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and corrected information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported patient is experiencing inadequate range of motion in the right operative shoulder approximately four months post-implantation, as well as pain, instability, immobility, tenderness and impingement which have been ongoing since six (6) weeks post-implantation into three (3) month post-operative follow-up. Additionally, it was reported the patient had continued unusual shoulder pain and weakness, leading to difficulties with range of motion approximately eight months post-operatively. The patient reported some improvement following completion of physical therapy between four (4) to five (5) months post-operatively, but has since regressed following completion of physical therapy five (5) months post-operatively. No revision is planned to date, as the patient is being evaluated further.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported patient is experiencing inadequate range of motion in the right operative shoulder approximately four months post-implantation, as well as pain, instability, immobility, tenderness and impingement which have been ongoing since six (6) weeks post-implantation into three (3) month post-operative follow-up. Additionally, it was reported the patient had continued unusual shoulder pain and weakness, leading to difficulties with range of motion approximately eight months post-operatively. The patient reported some improvement following completion of physical therapy between four (4) to five (5) months post-operatively, but has since regressed following completion of physical therapy five (5) months post-operatively. Pain, instability, tenderness, and impingement have persisted to one (1) year post-operatively. No revision is planned to date, as the patient is being evaluated further.